Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. Section d6b: date of explant is estimated.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg reached end of life, surgical intervention may be pending to address the issue.